Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level ranged from 134 to 136 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 134 mg/dl. The customer declined to troubleshoot with tandem technical support and continued use of the pump with the existing supplies.